Event description:
It was reported that a user experienced a mechanical issue in which the cartridge plunger became stuck in the pump during use of a fiasp prefilled cartridge, and attempts to remove it with tweezers and by filling tubing to push the cartridge out were unsuccessful after guided troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included no alarms, no hospitalization, and the user planned to seek assistance from a healthcare professional with the understanding that replacement would be required if removal remained unsuccessful. Investigation included remote troubleshooting and user education to attempt safe removal of the stuck cartridge. Investigation of this case revealed a failure to remove the cartridge due to a plunger that appeared jammed within the pump assembly, consistent with a mechanical obstruction of the cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was a user-in-device interaction resulting in a mechanical jam of the cartridge plunger.